Manufacturer narrative:
(B)(4) g2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the liner would not assemble with the tibial tray resulting in a 1-hour delay waiting for another liner. There was no consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual inspection of the returned lps flex nexgen articular surface item number 00596204010 lot 66980671 performed. Lot number confirmed as correct. The dovetail feature was found to be both flared and compressed. The bottom surface is gouged between the dovetail feature and extraction slot with additional damage to the extraction slot. Dimensional analysis of width was performed and found to be within specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.